Event description:
The user received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for two patient samples. The samples were both serum received in sample cups. All results are in miu/ml. Patient sample 1 initial result was 0.362 and reported out as <1. The repeat result was 10000 with a data flag and 87024 when tested with a 1:100 dilution. On (B)(6) 2011, patient sample 2 initial result was 0.253 and was reported out as <1. The repeat result on cobas 6000 (B)(4) was 10000 with a data flag and (B)(4) when tested with a 1:100 dilution. The patients were not adversely affected as the initial results were reported outside the laboratory and questioned by the physician. The hcg+ss reagent lot number was 16250103. The field service representative could not find a cause and performed no fix. To verify the analyzer operation, he ran performance testing and a successful precision check.

Manufacturer narrative:
A specific root cause could not be determined. The customer's calibration data is close to lot release range and within expectations. Quality controls were within 1 standard deviation. No reagent issue is evident. Analyzer performance checks were acceptable. It was determined the customer is not using the recommended rack adapters for their primary sample tubes. This could be a possible cause of the event. According to medical guidelines and standards a single pathological value of ss-hcg with possibly serious consequences should always to be controlled and be seen in context with clinical findings and other examinations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.